Event description:
The device was implanted on (B) (6) 2009; due to atrial fibrillation, the device was operating in mode switch during the implantation procedure. Later during the night, loss of output and cardiac pause were observed. The next day, the device was reprogrammed with higher output (4v) and higher sensitivity value to avoid oversensing; the pacing mode was also reprogrammed to vvi mode. Later on that day, cardiac pauses were again observed. A re-intervention was performed a few days after: the ventricular lead could have been removed from the connector port easily (without unscrewing the setscrew) and body fluid was observed in the connector. A new pacemaker was implanted. Reportedly, an x-ray taken during implant showed that the lead was not properly inserted. The involved pacemaker was retained by the hospital and was not provided for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: review of the provided data showed a proper device operation; the reported cardiac pauses could have resulted from noise sensing. The x-ray from the implanted unit revealed an incorrect connection of the ventricular lead which was not inserted enough in the pacemaker port; this could have resulted in loss of capture and/or pacing and/or high lead impedance measurements.